Event description:
Customer reported a past low blood glucose event with the lowest level between 50-60 mg/dl. The incident did not occur earlier in the day before the customer contacted support. To address the situation, the customer consumed carbohydrates to manage the low glucose level. The control-iq feature was active, and the customer did not require third-party assistance. Technical support recommended consulting a healthcare professional, and the customer agreed to this advice.